Event description:
The reporter contacted animas on (B)(6) 2012 indicating that the pump has powered off in the past couple of days. The reporter indicated that when tightening the battery cap the pump does not power on, but when loosening the cap the pump will power on. There is reportedly no damage to the pump or battery cap. This report is being made based on the allegation that the pump powered off without user intervention.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1; date of submission: 10/15/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 10/01/2014 with the following findings:the black box data from the reported event date had been overwritten due to continued pump use. The available black box data did not show any events pertinent to this report. Visual inspection revealed that the battery compartment was cracked in the thread area and below the grip pad. Also, the threads of the battery compartment were damaged. The pump powered on with the returned battery cap, which was unable to secure to the pump per the instructions for use (IFU) due to the damaged battery compartment threads. The battery cap was free of damage and easily removable from the pump. The battery cap contact measurements were found to be within the specifications. The pump was exercised for 24 hours, during which no power-related events were observed: the reported event was not duplicated. The pump case was removed, and no internal defects were found. The relation of the observed device failures to the reported event could not be determined, as the reported event was not duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.